Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es were not sending appropriate refill requests, or the server numbers were not matching the numbers of medication in the machine. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es were not sending appropriate refill requests, or the server numbers were not matching the numbers of medication in the machine. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI), medical device model, section e initial reporter occupation, section g report source a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 22-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis machines had not been requesting replenishments correctly, and machine counts had appeared to be off in the server. A technical support specialist (tss) found that the device had been disconnected from the server for several weeks and required a manual recovery. Tss performed the manual recovery, after which the station entered a series of retry modes by following the knowledge article knowledge article ¿medes retry - insert into tx.storageitemtransaction.¿ tss resolved each retry mode and monitored the station for several days while it slowly caught up with the server. The system functioned as intended after the technical support specialist troubleshot the device.